Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943 h3, h6: the device was evaluated in the field. In conclusion, it was determined that the system powers up, but power and responsiveness is intermittent. There are pieces missing from the power cord as well as exposed wires. Codes b01, c02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site was setting up for a case, the site powered up the system, but one of the monitor screens was 'glitching' and would not power up. The site noted that the power cable might have some visual damage that could be playing a role. There was no patient involvement. Additional information was received. It was reported that a manufacturer representative (rep) could not exactly replicate the initially reported issue. The rep was able to boot the system as normal. There was significant damage to the power cable including visible internal wires.

Manufacturer narrative:
H3, h6; the cable, lot number: unknown, was returned to the manufacturer for analysis. It was reported that the returned cable is damaged and torn with exposed wires. It was noted that the cable did pass continuity test. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.